Event description:
It was reported that some time after initial stimulation (exact date unk), an infection occurred around the ics device. This was treated with IV antibiotics. However, some swelling remained for a while following this infection. In early july 2002, the pt's parents reported to the center that the ics package looked as though it was sticking up at one end. Later in 2002, the pt was evaluated at the implant center for device migration. On the following day, surgery was performed. At this time, the surgeon found that there had been new bone growth underneath the ics device which had pushed the ics up out of the bond bed on the side opposite the fantial. The suture from the original surgery had also broken. The surgeon redrilled the recess bed and secured the ics device by replacing the broken suture. Following this, electrode impedances were measured and the device was functioning. The device remains implanted.